Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the 77-year-old female patient developed ischemia. The left femoral repo sheath was occlusive so a right 8f sheath with 4f glide catheter was inserted and advanced distal to the left femoral artery reposition sheath to restore flow. The patient is noted to be stable.

Manufacturer narrative:
The investigation into the limb ischemia reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.